Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tone on the t.w. Power supply was intermittent. The pa noted that it is not what is normally heard by the device. The cord was changed out. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).